Event description:
Customer called because she ran consecutive blood tests and received results of 353 and 26. During the call it was discovered that the customer's contour meter was set to mmol/l units instead of mg/dl. No adverse event alleged. Customer was sent a replacement meter and she will return hers for eval.